Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issues. It was observed that the customer was not using stryker-approved electrodes. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that they were unable to connect the defibrillation pads and that they were unable to pace the patient with their device. In this state the device may not be able to deliver defibrillation or pacing therapy if needed. This issue is patient related; however there was no adverse event reported.